Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the device failed to discharge. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.